Event description:
The facility representative contacted baxter on (B)(4) 2010 to report a colleague infusion pump with failure code 810. The reported condition was identified during biomedical testing. There was no documented patient injury, adverse event or medical intervention related to the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported condition was not confirmed and not duplicated. The assignable cause could not be determined at this time.